Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s housing separated and the device cracked and split, leading to an unresponsive screen and loss of function; the user reported the adhesive holding the device together had failed, and later noted a near-depleted battery on the replacement device that required initial charging time. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no injury, no hospitalization, and temporary reversion to an alternative insulin therapy until the replacement device was in use. Investigation included product evaluation by photo review, troubleshooting for charging initiation, and collection of device identifiers and logistics details. Investigation of this case revealed a mechanical integrity failure of the pump enclosure consistent with adhesive or assembly separation, resulting in display and usability failure; the subsequent charging concern was resolved with standard charging guidance and was attributed to expected initiation behavior or charger variability. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the enclosure/adhesive assembly consistent with manufacturing or wear-related degradation, with the charging observation considered nondefective behavior resolvable through user guidance.